Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-4030c-09 serial/batch number (B)(6) was received for investigation. Upon visual inspection, it was determined that the fastthread¿ biocomposite¿ interference screw, measuring 9 x 30 mm, had sustained significant damage. The screw was broken, and only half of it was submitted for evaluation. The threads on the returned portion were damaged, resulting in a loss of the original geometry. Functional testing is not applicable to the device received. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.

Event description:
It was reported that during an arthroscopic knee surgery the implant broke while screwing into the bone. All parts were retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.